Event description:
A customer reported a high readings issue with the adc freestyle libre, reporting that a sensor scan result of 220 mg/dl was received on (B)(6) 2018 while concomitantly experiencing symptoms of "severe hypoglycemia", including convulsions and a loss of consciousness. The customer indicated receiving both hcp and non-hcp treatment, reporting that he had "taken sugar". Further treatment details were unspecified, but the customer reported that he was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, reporting that a sensor scan result of 220 mg/dl was received on (B)(6) 2018 while concomitantly experiencing symptoms of "severe hypoglycemia", including convulsions and a loss of consciousness. The customer indicated receiving both hcp and non-hcp treatment, reporting that he had "taken sugar". Further treatment details were unspecified, but the customer reported that he was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.